Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
Note: this report pertains to the second of three mantis clips used during the same procedure. It was reported to boston scientific corporation that a mantis clip was used for peptic ulcer in the esophagus during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, the physician used a total of three mantis clips, however they all prematurely deployed. It was also noted that a clip arm was bent. A competitor clip was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.